Manufacturer narrative:
(B)(4). The device was returned for evaluation. Macroscopic examination confirms tip breakage. Microscopic examination reveals a quasi-brittle fracture surface with no indication of fatigue, and riverlines consistent with overload. The location of tip plastic deformation and witness marks on the broken off portion of the tip suggests improper technique may have been utilized, with the rod not fully engaged into the mouth of the instrument, resulting in an overload condition, and resulting in the foregoing breakage. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the tip of the rod bender broke while bending the rod inside the patient. The broken tip was retrieved. No patient complications were reported.